Event description:
It was found that there was an issue with the e-psmp, parameter module defibrillator¿s synchronization signal triggers to two, sometimes three, locations on the monitor. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. The serial number and MFR date of the e-psmp, parameter module is unk at this time hence identification of the 510 (k) number which directly supports this device is uncertain.